Event description:
It was reported that the patient had almost their entire length of driveline taped due to wear/tear. There was no evidence of any type of driveline electrical conductor issue seen on the log files. The damage to the driveline outer jacket was cosmetic only and it was recommended to continue applying tape to the percutaneous lead outer jacket tears. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage could not be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. No notable alarms or events associated with the pump, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist device system (lvas), serial number vad-17877. No further related events have been reported at this time. The relevant sections of the device history records for vad-17877 reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, and hmii lvas patient handbook, rev. A, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.